Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, multiple high ventricular rate episodes due to noise was observed on the right ventricular lead since (B)(6) 2019. It was also noted that the lead exhibited impedance anomaly in bipolar configuration on (B)(6) 2019 and the lead was reprogrammed from bipolar to unipolar configuration since the ventricular pacing rate was high. The patient was hospitalized due to the possibility of losing unipolar pacing. The patient was scheduled for lead revision procedure. During the procedure, out of range, high pacing lead impedance was confirmed through pacing system analyzer (psa) measurement in unipolar configuration and high capture threshold resulting in loss of capture at high output was also noted. The physician suspected this might have been due to fracture of the right ventricular lead since it was at the clavicular region. An x-ray was performed, and lead fracture was confirmed. However, the x-ray indicated that the lead was not physically fractured. The right ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable post procedure.